Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, while being applied on the stomach tissue, the first staple reload fired fine. The second staple reload would stop and not fire through the tissue with reinforcement on it. The knife failed to advance at the staple-line cross over point. The surgeon then unclamped the stapler, removed the staples that were not well formed from the crotch area, as well as the redundant portion of the buttressing material. A completely new purple load with standard buttressing was tried and encountered the same issue with the knife not wanting to advance beyond the staple-line cross over area. The reload was unclamped, the surgeon removed all the loose staples and the redundant buttressing material from the crotch. A manual stapler was tried and then switched back to the powered stapler with a black reload with no reinforcement. The stapling was completed without issues. It was stated that the power handle motor sounded slower than usual. The staple line was incomplete proximally. The surgeon over sewed the entire 2nd black load staple-line and its overlap with the first and third black loads areas with running mattress and performed an omentopexy using the mesocolon as well. Post-surgical inspection of the purple loads staple line showed that there were open staples at the proximal portion of the load near the hinge. The surgeon opened the specimen and inspected the stomach staple-line and this it was completely intact and normal. The surgical time was extended by 1 hour. In order to excise the area of poorly formed staples the surgeon had to place the subsequent staple line on the inside of the apices of the previous staple-line which along with repeated clamping and unclamping possibly contributed to more than the usual amount of edema in the stomach remnant. This possibly contributed to the obstruction noted on the post-surgery upper gastrointestinal swallow which required an emergency room admit, intravenous hydration and observation for 2 days.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, while being applied on the stomach tissue, the first staple reload fired fine. The manual handle failed to fire, the second staple reload would stop and not fire through the tissue with reinforcement on it. The knife failed to advance at the staple-line cross over point. The surgeon then unclamped the stapler, removed the staples that were not well formed from the crotch area, as well as the redundant portion of the buttressing material. A completely new purple load with standard buttressing was tried and encountered the same issue with the knife not wanting to advance beyond the staple-line cross over area. The reload was unclamped, the surgeon removed all the loose staples and the redundant buttressing material from the crotch. A manual stapler was tried and then switched back to the powered stapler with a black reload with no reinforcement. The stapling was completed without issues. It was stated that the power handle motor sounded slower than usual. The staple line was incomplete proximally. The surgeon oversewed the entire 2nd black load staple-line and its overlap with the first and third black loads areas with running mattress and performed an omentopexy using the mesocolon as well. Post-surgical inspection of the purple loads staple line showed that there were open staples at the proximal portion of the load near the hinge. The surgeon opened the specimen and inspected the stomach staple-line and this it was completely intact and normal. The surgical time was extended by 1 hour. In order to excise the area of poorly formed staples the surgeon had to place the subsequent staple line on the inside of the apices of the previous staple-line which along with repeated clamping and unclamping possibly contributed to more than the usual amount of edema in the stomach remnant. This possibly contributed to the obstruction noted on the post-surgery upper gastroin testinal swallow which required an emergency room admit, intravenous hydration and observation for 2 days.

Manufacturer narrative:
D10 concomitant medical products: sigphandle signia (serial number: unknown), sigpshell signia (lot number: unknown), unk-sigadapt signia (serial number: unknown), egiauxl endo gia ultra (lot number: unknown) vevaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the product's jaws would not close completely due to a deformed clamping mechanism. It was reported that the device initially fires, but failed to complete the firing cycle and the staples did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.